Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented for initial implant. During procedure, the atrial lead failed to sense, had noise, high capture thresholds, and no impedance measurement. The lead was replaced. The new lead was implanted without issues. The patient was stable post procedure.